Manufacturer narrative:
Submit date: 10/24/2017: two syringes were returned for evaluation (sample one and sample two) along with a non-medtronic catheter. Neither syringe is in the originally supplied packaging. Sample one was visually inspected and the luer tip is intact with no abnormalities observed and was confirmed to meet iso requirements. The syringe barrel shoulder was observed to be concaved forcing the rubber tip and plunger rod away from the fully seated position. This deformation is commonly seen during barrel molding and is due to material build-up on the mold core pins which causes the syringe barrel to stick during mold ejection. Sample two was evaluated and upon visual inspection of the syringe subassembly, the barrel luer tip was observed to be broken off with a small portion of the luer base remaining. The broken luer tip was observed to be stuck inside the catheter. Magnified examination confirmed that an angular force was applied to the luer which caused it to snap off and subsequently create a crack on the barrel shoulder extending to the barrel side wall. The broken luer was removed from the catheter and inspected to confirm conformance to the iso standard. A review of the device history records (dhrs) were completed for lots 16b00563x and 16d02163x and no abnormal process conditions were present during the manufacturing of this product that would lead to the reported condition. The DHR reviews showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process, inclusive of running using validated process settings. A corrective and preventive action was opened to address the issue of broken luer tip. The potential root causes identified, specifically for excess or angular stress on tip, is that the user puts excessive or even angular stress on the tip during use, the tip may break. If the mating device is defective it could damage the tip and cause premature failure/breakage. In addition, the customer puts excessive or angular force on the luer tip during tip cap application the tip may weaken or break. Based on the information available and the investigation findings, a formal investigation is not deemed necessary at this time. The reported condition could not confirm a manufacturing issue for this complaint. If additional information is received warranting further analysis, the investigation may be resumed. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports the tip of the syringe was damaged. Further description notes that the tip was broken.